Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer, and no lot number info was given so an eval cannot be performed as to the root cause or actual nature of the problem. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
It was easy just didn't last. Fell apart the first night, now I just cut small pieces out of it and use as spacers. Very comfortable. Glad I tried it, helps that's for sure. Thank you.